Manufacturer narrative:
Initial reporter phone no.: (B)(6). The device was manufactured from december 17, 2019 - december 18, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph did not clearly show a ruptured bladder; however, fluid was observed within the device housing which suggested a leak may have occurred inside the housing. Although the bladder rupture could not be verified, it was confirmed that a leak had occurred from an unspecified location within the housing. The cause of the condition was not determined; however the most probable cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured. The bladder rupture occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.